Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating. A technical support specialist (tss) contacted customer, who reported server access with users unable to access stations. Verified server access and device status with no critical overrides. Upon follow-up, customer confirmed all users regained access. Advised that event viewer showed a kernel-power event identifier indicating an unexpected reboot, likely due to power interruption or system-related issue, and confirmed rca would be provided via email. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server devices were not communicating, nurse not able to login to the apps and also patients not showing on the device. However, there were no delay to patient care and adverse events or injuries reported based on this event.